Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device's bearings were worn out. The device was being used during surgery, but no injuries were reported. It is unk if medical intervention or a delay in surgery occurred. There was no additional information provided.